Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Event description:
It was reported that multiple cartridge alarms occurred.

Event description:
It was reported that a cartridge alarm occurred. There was no reported impact to the customer's blood glucose level. Further information regarding the patient or event was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.